Event description:
In 2000, the manufacturer rec'd a letter from the patient's attorney that states the following: please be aware attorney has been retained by the pt to represent pt for injuries sustained in 1999. In 1999, attorney's client was implanted with an infuse-a-kit which is manufactured by horizon medical. A piece of the device subsequently broke away and lodged in the heart. In accordance with state code annotated section 16-22-304, attorney hereby gives notice of representation and attorney's lien. To avoid a lawsuit being filed, please provide, within ten days of the date of this letter, a copy of co's liability insurance policy and the amount of co's insurance coverage. Please forward this letter to co's insurance carrier or agent as soon as possible. If co does have any responsibility here, co's insurance company probably requires co to contact them as soon as possible in order to protect co's rights. If co knows of any reason this is not a meritorious claim, please contact attorney. The catalog/lot number, date of event and/or explant etc. Was not provided. In 2000, the MFR's insurance claims examiner forwarded a written request to the pt's attorney requesting the location, catalog/lot number of the device in question, copies of all medical records involving claimant along with all info surrounding this event. In 2000, the MFR's insurance claims examiner informed the MFR's representative that to date, the pt's attorney has not responded to the request for info. In 2000, the MFR's representative attempted to contact the attorney for the info; however, attorney was not available. The MFR's representative left a message on attorney's voice mail requesting attorney contact the MFR with the info regarding this event. To date, the attorney has not responded. No further details are available at this time.